Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the error patterns detected, indicate a cause, due to excessive use. The reported error patterns are most likely, due to the effect of a large mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope had a water leakage. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, a loose blue ring at the eyepiece was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was not confirmed. The device evaluation found; the tube was bent, the blue ring at the eyepiece was loose, the light guide fibers were broken and yellowish and the serial number ring was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.